Event description:
It was reported that the outer cannula trach head cracked on one (1), size 8 cfn, cuffless fenestrated tracheostomy tube. The device was in use two (2) days when the crack was visually detected. Limited info was available regarding device usage and maintenance. There was one (1) pt involved with no reported pt compromise. The 8 cfn device was returned to the MFR on 1/30/1998 for analysis and investigation. The manufacturers' device evaluation results are recorded on section h.